Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown screws: locking/unknown lot. Part and lot number are unknown; UDI number is unknown. Original implant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported, that the removal surgery was performed for healed radial fracture on (B)(6). During the surgery, two locking screws were confirmed to have been broken. All the implants including the broken locking screws were successfully removed. The breakage of the locking screws was considered to have occurred after primary surgery (date unknown). No further information has been provided from the hospital. This complaint involves 1 part. This report is 1 of 1 for pc-(B)(4).